Event description:
I'm using the newly released dexcom7 cgm. I have been experiencing frequent signal loss issues or the unit stops sending readings. I can't be the only one experiencing these issues. Of course, they send out a replacement. How about living up to the advertising that the unit should perform for 10 days?